Event description:
The distributor in (B)(4) reported that the device failed the o2 sensor test during the extended systems test. They replaced the o2 sensor and the test still failed.

Manufacturer narrative:
The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The user facility will be shipped a replacement gas delivery engine (gde) to repair the device and return it to service. As of may 06, 2015 the alleged faulty gas delivery engine (gde) has not been received.